Event description:
This is initial assessment of occurrence. On 4/22/95 egd done & xray taken for tube position. X-ray showed tube was within the fundus of stomach. On 4/26/95, tube became plugged & was changed on 4/26. X-ray taken & read as tube tip directed into the duodenal loop. On 5/4/95, kub-noted a fragment of tube is seen projected over the mid abd. Apparently in one of the loops of small bowel. On 6/16/95, facility believes the broken off piece still remains in pt.